Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30743230) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported the 65-year-old female patient with a history of unruptured brain aneurysm, no known allergies underwent an intracranial vessel embolization on (B)(6) 2023. During the procedure, it was reported that a flow divert, the p64 mw flow modulation device (phenox) could not pass through the microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30743230). A second flow diverter was used but the same issue was encountered. The physician request that the devices be sent for investigation to determine the reason the flow diverter could not pass through the microcatheter. There was no report of any negative patient impact. On 15-aug-2023, additional information was received. The information indicated that the procedure was ¿wrapping the intracranial vessels with a flow diverter.¿ the resistance was first felt at the docking point of the introducer sheath and the rotating hemostasis valve (rhv). No other devices were successfully used with the microcatheter prior to and after the reported issue. The information indicated that the microcatheter had to be removed / replaced. The complaint microcatheter did not appear damage at any time during the procedure. Nothing was noted to be obstructing the microcatheter. A continuous flush had been maintained through the microcatheter. The procedure was reported to be completed using another flow diverter and another microcatheter (competitor brand). Based on the additional information received on 15-aug-2023, which indicated that the microcatheter had to be removed / replaced due to the documented issue, the reported event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. One compressed / flatted area was noted on the microcatheter at 4cm from the distal end. No other damages were found on the device. The inner diameter (ID) and outer diameter (od) of the microcatheter were measured and confirmed to be within specifications. The microcatheter was flushed using a lab sample syringe. After flushing, a 0.018-inch lab sample guidewire was introduced into the microcatheter and advanced. No resistance was felt when the guidewire pass through the proximal aspect of the device. The guidewire became stuck when it reached the compressed / flattened area observed during the visual inspection at 4cm from the distal end. A review of manufacturing documentation associated with this lot (30743230) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue regarding resistance at the docking point of the introducer sheath and the rotating hemostasis valve (rhv) cannot be confirmed with the evidence available since the guide wire was able to pass through the proximal section of the microcatheter without significant resistance until it reached the distal flattened section. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. According to the risk documentation, the inability to connect the interventional device into the microcatheter and track to the desired location is a potential failure mode that can occur due to user technique. Inability to deliver therapeutic device to desired location can result from microcatheter damage during microcatheter insertion into the rhv or guiding/intermediate catheter o sheath. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. The flattened portion found is the result of the rhv overtightening, and this is not related to the issue reported as it may have precluded the mc positioning. The instructions for use (IFU) contains the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 26-oct-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.